Event description:
The facility reported that the device was overdelivering, found during biomedical testing. Although attempts were made be obtain additional information from the reporting facility, details were not available. The hospital representative stated they have no record of any patient incident involving pump since the last baxter service event.